Manufacturer narrative:
Per tandem user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer's blood glucose displayed "high" on the cgm graph. Elevated blood glucose was addressed with a bolus via the pump. Customer reported changing supplies every 3 days. Customer was informed that trusteel infusion sets should be changed every 2 days per the user guide. Customer changed pump supplies and successfully resumed insulin delivery.